Manufacturer narrative:
Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No drive motor anomaly noted. The motor was tested outside of device and passed. Device received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 alarm (variable 3) confirmed in the insulin pump history due to broken pin 6 trace (sda) on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the motor on the insulin pump was not pushing insulin through. The customer went through three of each set and reservoir trying to get it to work. The customer performed a self-test and the device alarmed hardware low level failure. It was also reported that there was no audio on the pump. The customer¿s blood glucose during the incident was unknown. The device will be returned for analysis.